Event description:
It was reported that a physician trained in the used of the perclose proglide device deployed two devices using a pre-close technique before an abdominal aortic aneurysm (aaa) procedure. Reportedly, after the interventional procedure, too much force was used while pushing the knot down, and the suture broke on both of the devices. Hemostasis was achieved with surgery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.the first perclose proglide (12673-03/unk), indicated is being filed under a separate MFR#.